Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the four days post device changeout procedure, the competitor rv lead triggered an alert for defibrillation coil impedance. The pacing impedance was also noted to have increased. During the revision procedure, the connection was checked and there was no issue noted with high voltage connections. When the pace/sense portion of the was tested, the device setscrew was tightened but the lead came back out. The setscrew was thought to be stripped. Another device was used to complete the revision procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.